Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Due to the low blood glucose level, the customer lost consciousness, resulting in injuries from hitting their head and midsection. The customer's son assisted by ensuring their blood sugar level was raised and helped them get up from the floor. The customer consumed glucose tablets, sugar, and carbohydrates to address the issue. Technical support assisted by updating the basal rate settings and advised the customer to consult with their healthcare provider regarding any future updates.